Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilation. During fourth inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.